Manufacturer narrative:
Concomitant products: addrs1 ipg implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an apparent fracture and undefined high impedance. The rv lead was ex planted and replaced. No patient complications have been reported as a result of this event.